Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. Philips field service engineer (fse) confirmed the reported problem. The fse found the air motor control defective and man-machine interface printed circuit board assembly (mmi pcba) defective. The customer declined repair. No parts were returned to philip for evaluation, therefore, a root cause could not be established.

Event description:
Philips field service engineer (fse) reported that the system would not boot up. There was no patient or user harm reported. The event date was not specified; estimate used.